Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nose on using a cannula. Patient developed "swelling and severe pain on the nose and glabella". On the same day the patient was treated with hyaluronidase into the symptom locations and was prescribed dexa and gent m. The symptoms also resolved the same day.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling and severe pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.